Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ migration of essure device- location of device : uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 772500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis, loop electrosurgical excision procedure and hemorrhoidectomy. Concurrent conditions included hypothyroidism, anxiety, depression and migraine. On (B)(6) 2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months after insertion of essure. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), mood swings ("mood swings") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and uterine disorder ("uterus"). The patient was treated with surgery (B)(6)2011 underwent ablation and she had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, hot flush, mood swings, fatigue, abdominal pain lower and uterine disorder outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device expulsion, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, uterine disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ migration of essure device- location of device : uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 772500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystitis, loop electrosurgical excision procedure and hemorrhoidectomy. Concurrent conditions included hypothyroidism, anxiety, depression and migraine. On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), mood swings ("mood swings") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain") and uterine disorder ("uterus"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (on (B)(6) 2011 underwent ablation). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, hot flush, mood swings, fatigue, abdominal pain lower and uterine disorder outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device expulsion, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, uterine disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-nov-2018: previously reported event "migration/ migration of essure device " pt updated to "device expulsion", lot number, reporter, historical and concomitant condition, lab data added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure device- location of device"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain") and uterine disorder ("uterus"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, hot flush, mood swings, fatigue, abdominal pain lower and uterine disorder outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, uterine disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter details added and updated patient demographics. Added concomitant disease and laboratory data. Added suspect drug inaction. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). Added events hot flashes, abnormal bleeding (vaginal, menorrhagia), uterus, fatigue, mood swings and lower abdomen pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6). At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.